Event description:
Healthcare professional reported "capsular contracture, baker grade I", "folds", "waves" and "rotation". This record is for the left side. The device was explanted and it is unknown if it will be returned.

Manufacturer narrative:
E1. Phone number continued: (B)(6). The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I, folds, visibility/palpability, malposition.